Manufacturer narrative:
Additional information received: in.pact 7.0-80dcb subsequently used on target lesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left arm cephalic arch, brachiocephalic arch. Another in.pact av access was later used to treat the left arm cephalic arch, brachiocephalic arch, cephalic vein. Approximately 21 months post procedure patient suffered thrombosis of arteriovenous fistula. Thrombectomy in direction of flow using balloon maceration angiojet device. 7 x 100mm semi-compliant balloon used to perform balloon angioplasty across cephalic arch stenosis serially to peripheral outflow vein. No flow after the thrombectomy. Injection of contrast demonstrates persistent filling defects all along the outflow vein. Angiojet thrombectomy balloon maceration were repeated. Repeat pullback angiography again demonstrates no flow, w/ rebound stenosis of previous treated cephalic arch. At this point the fistula was deemed non-salvageable. Attention was turned to the right neck and chest for placement of a tunneled dialysis catheter. Permanent impairment of a body structure or a body function including chronic diseases criterion is not met since dialysis line was placed dialysis was resumed. Patient recovered/resolved with sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.